Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this patient's right atrial (ra) lead exhibited low out of range pace impedance measurements. Surgical intervention was taken to surgically abandon and replace this lead and upgrade the pacemaker to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead triggered lead safety switch (lss) and exhibited high out-of-range pacing lead impedance. Undersensing and low amplitude measurement were also noted. The patient was scheduled for lead revision and generator change. An attempt to obtain additional information was unsuccessful. The system remains in service. No adverse patient effects were reported.